Manufacturer narrative:
Per tandem¿s t:slim x2 g5 user guide: ¿do not use any other insulin with your system other than u-100 humalog or novolog. Only humalog and novolog have been tested and found to be compatible for use in the system.¿ no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer did not observe insulin exiting the infusion set tubing or the cartridge pigtail. There was no reported impact to the customer's blood glucose level. Customer was using fiasp insulin. Tandem technical support educated customer regarding insulin labeling. A cartridge change was performed and successfully resumed insulin delivery.